Manufacturer narrative:
An event regarding disassociation and altr involving an accolade stem and a metal head was reported. The medical review indicated an unknown trident shell was malpositioned. Method & results: device evaluation and results: not performed as the device was not returned for analysis as it remains implanted. Medical records received and evaluation: a review of the medical records by a clinical consultant indicated: the x-ray confirms the catastrophic trunnion damage with disassociation between stem and 32-mm/+8 cocr femoral head with metal debris visible in the joint space. The cup has excessive anteversion of some 30° although the limited field of view of the ap x-ray and absent lateral views do not allow to assess cup position with more accuracy. Still, the explanted liner shows gross evidence of impingement between stem neck and cup rim. The mar confirms damage was observed on the accolade trunnion and v40 head taper. This damage was likely caused by the head taper and accolade stem trunnion coming apart. Damage was also observed on the insert, likely from movement against the cocr head and hip stem. Diagnosis: component malposition, likely the cup, has caused impingement between stem neck with skirted femoral head and cup rim causing secondary overload in the taper junction with progressive corrosion and ultimately disassociation of femoral head from the taper requiring revision. Conclusions: a review of the event by a clinical consultant concluded: component malposition, likely the cup, has caused impingement between stem neck with skirted femoral head and cup rim causing secondary overload in the taper junction with progressive corrosion and ultimately disassociation of femoral head from the taper requiring revision. No further investigation is possible at this time. If additional information become available, this investigation will be reopened. Remains implanted.

Event description:
It was reported that surgeon revised patient's right hip due to dislocation. Cup remained implanted and was well fixed. No additional medical records, op notes, implant sheets will be made available due to hospital policy. Update per sales rep: patient was revised due to fractured device.